Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient experienced a pump failure, a catheter failure, and delivery failure that were under investigation. The patient had injuries of failure of therapy. The date of injury was noted as the date of explant. No further complications were reported.